Event description:
Lap chole - "doctor was using the clip applier to close off ducts, and when he manually engaged the device inside the pt, the clips ejected out of device - more than one at a time. Doctor said the handle seemed to "catch", and when he squeezed it, the clips would come out more than one at a time. The clips retrieved and the case continued."

Manufacturer narrative:
No product is being returned for eval, but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.